Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference number: 2017865-2020-09271. It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with noise over-sensing on the atrial and right ventricular leads. The noise caused automatic mode switch episodes and inhibition of ventricular pacing. Patient was brought into the clinic at a later date and no longer exhibited noise, even with isometric exercises. All other electrical measurements were also normal. Programming changes were made to the device's sensitivity settings and patient will continue to be monitored. Patient condition after the event was stable.